Manufacturer narrative:
In rare cases, differences in recovery from lot to lot may occur. This may be due to the use of raw materials of human origin in the elecsys ahcv ii assay formula. Per product labeling, "all initially reactive or borderline samples should be redetermined in duplicate using the elecsys anti-hcv ii assay. Repeatedly reactive samples must be investigated by supplemental methods (e.g. Immunoblot or detection of hcv rna)." The elecsys ahcv ii assay performs within specification. No product problem was identified.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient sample on a cobas 6000 e601 module compared to a chemiclin analyzer and an e801 analyzer. The customer was performing sample comparisons between two different reagent lots. On (B)(6) 2026, the sample was tested on a chemclin analyzer, and the result was 15.08 s/co, interpreted as positive. The sample was repeated on a roche analyzer and yielded a positive result. The exact results were not provided. On (B)(6) 2026, the initial result from an old lot (881038, expiration date not provided) was 3.6 coi (positive) the repeat result was 3.82 coi (positive). The sample was tested on a new lot (908541), and the initial result was 0.094 coi (negative). The repeat result was 0.089 coi (negative). On (B)(6) 2026, the sample was sent to another hospital, and was repeated on another e801 analyzer using another reagent lot (867268, expiration date not provided), and the result was 4.07 coi, interpreted as positive. The sample was also repeated on an e602 analyzer using a new lot 908541, and the result was 0.093 coi, interpreted as negative. The customer is questioning the difference in the interpretation of results between different reagent lots. The results using reagent lots 881038 and 867268 are positive. The results using reagent lot 908541 are negative.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. The investigation is ongoing.